Manufacturer narrative:
This lv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was no cross-lesion involving this left ventricular (lv) lead. According to the physician the end of the lead was twisted. Surgical intervention was performed and the lv lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed there was one severe bend in the lead toward the tip and moderate bends at the tip region. The mannitol was partially intact over the helix. Analysis confirmed that the condition of the returned lead was most likely a result of handing during the procedure.